Event description:
Intestinal obstruction [intestinal obstruction]. Case description: literature-spontaneous report received on (B)(6) 2010 from a physician regarding a female pt, initials and age unknown. This report was received from a literature article entitled "processing pelvic retroperitoneum of obstetric surgery for malignant tumor -experience to use absorbable barrier to prevent adhesion (seprafilm)." The pt had a history of malignant cancer. On an unk date, the pt had surgery with dissection of pelvic lymph node. After it was confirmed that there was no bleeding, 9mm flat sb drains were inserted into the right and left retroperitoneum and they were induced to outside transvaginally from opened vaginal amputation stump. Additionally, douglas' pouch peritoneum and bladder-uterus peritoneum were sutured by three 3-0 absorbable sutures covering the vaginal amputation stump. When the drained liquid was less than 100ml/day, postoperative day 2-4, the drains were pulled out. After pulling them out, seprafilm (onc procedure pack) was placed on open areas of retroperitoneum where there were left and right non-sutured retroperitoneum areas and an area under the abdominal wall. On an unk date, an intestinal obstruction developed. The event was mild enough to resolve by fasting and drip infusion. The authors assessed the event as mild but did not provide a causal relationship to seprafilm. As of the date of receipt of this report, the pt had recovered.

Manufacturer narrative:
See (B)(4) for other cases from this reporter. Report source literature description: journal: obstetrics and gynecology. Author: futagami m. Title: processing pelvic retroperitoneum of obstetric surgery for malignant tumor -experience to use absorbable barrier to prevent adhesion (seprafilm). Volume: 9 (111). Year: 2010. Pages: 1111-1114.